Event description:
Required repeated "stab" incision with the trocar. When co2 under the skin caused sub-cutaneous emphysema. At the end of procedure, sub-cutaaneous emphysema had decreased. Trocar appears to be dull, regaining further cocking and insertion of devicedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate, telemetry failure, none or unknown, none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, use of all similar devices stopped permanently. The device was destroyed/disposed of.